Event description:
Boston scientific crm received information that this right atrial lead was exhbiting noise and impedance measurements greater than 3000 ohms. As a result, this lead was surgically abandoned. No adverse patient effects were noted.

Manufacturer narrative:
This lead was surgically abandoned; therefore we will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.